Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 conical tip broke. A replacement device was used to complete the procedure. No known harm to the patient.

Manufacturer narrative:
(B)(4). The lot # 25155316 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [17217- a discrepancy in the maximum dose specification on the certificate of processing (max dose specification = 38 kgy) was identified for twelve (12) gamma process loads (initiated december 14th through december 16th, 2020) that were reviewed against the revised, released procedure 90519293 rev bk (maximum dose specification = 40 kgy).]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/01/2021. An investigation was conducted on 03/04/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula handle as well as on the shaft and c-ring. There were no visual defects observed on the harvesting device. Blood was also observed on the harvesting device. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 c-ring broke and fell in the patient's leg and was retrieved. A replacement device was used to complete the procedure. No known harm to the patient.